Manufacturer narrative:
(B)(4). Final device analysis revealed s2 corrosion/s2 corrosion with mechanical wear. Plenty of moisture and residue were noted. Motor stall and recovery were noted in logs, but none happened during lab testing. The drug per analysis report was morphine. Catheter analysis: 40 degree pump connector + 1.9 cm of proximal catheter segment were returned for analysis. It revealed no significant anomalies, acceptable catheter testing.

Event description:
Prophylactic removal of pump to avoid in-vivo battery depletion was noted. Pt recovered without sequela.